Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device would not advance. No patient injury was reported.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was returned no evidence of mechanical witness marks or cannula skiving of the sheath component. Examination of the unlocked needle guard assembly revealed evidence of excess cannula adhesive, which mechanically locked the guard component to the housing component and prevented normal advancement and engagement into safety mechanism. Magnified examination of the needle guard assembly indicated no evidence of locking mechanism damage. Based on device analysis, the complaint is confirmed as a manufacturing nonconformance. As a correction, general awareness training and communication were conducted for all appropriate personnel and completed on (B)(6) 2022. No further correction or corrective actions will be conducted by the manufacturing facility at this time. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly.